Event description:
Resident was being transferred with lift from bed to chair. Lift was cranked up until resident's buttocks cleared. His bed crank was turned 1/4 turn to lock mechanism and transfer to chair was completed. When staff attmpted to lower crank to ease resident in chair, crank jammed and lift could not be lowered. Residen transferred from lift to bed by 5 staff members without incident or injury